Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the "ECG interference when ac3 is near other devices" was confirmed by the field service agent; however, the returned front-end board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that there was ECG interference when intra-aortic balloon pump (iabp) was near other devices. The iabp was on patient in the ambulance when the incident occurred. The patient was transferred to a new iabp at the destination hospital. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was ECG interference when intra-aortic balloon pump (iabp) was near other devices. The iabp was on patient in the ambulance when the incident occurred. The patient was transferred to a new iabp at the destination hospital. There was no report of patient complications, serious injury or death.